Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip can get a little stuck [lip injury]; lip can get a little stuck in between the spinning part of the brush head (the small opening halfway) [injury associated with device]; during brushing the brush became detached [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that when he was using an oral-b power oral care refills precision clean, he noticed that his lip could get a little stuck in between the spinning part of the brush head (the small opening half way) and during brushing the brush became detached. He stated that he had used oral-b for many years and always with full satisfaction. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.